Manufacturer narrative:
Additional information: d9, g3, h3, h6. One unpackaged ar-2324bcc swivelock®, batch 15325879, was received for investigation. Visual inspection noted that the sutures, anchor, and eyelet were detached from the device. The anchor and eyelet exhibited surface damage. The most likely causes of the reported failure are improper bone preparation, misaligned insertion, and prying/leveraging the device during insertion. Functional testing was not performed due to the device¿s condition. The complaint allegation is confirmed. Refer to the attached investigation photos.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 28th may 2025, it was reported by an arthrex employee via email that an ar-2324bcc, suture anchor, biocomposite swivelock® c, 4.75 mm x 19.1 mm, closed eyelet, its anchor broke during insertion. This was detected a rotator cuff repair surgery on (B)(6) 2025. The case was completed successfully by using another brand product. There was no patient harm, and no secondary procedure needed.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. The complaint allegation is not confirmed. Upon review of the photographic evidence provided from the field for device ar-2324bcc, batch number 15325879, there is no clear indication of damage to the anchor or eyelet. The only observable detail is that the anchor has been disassembled from the device. The eyelet is not depicted in the image, making it impossible to assess its condition. Based on the available evidence, the complaint allegation cannot be confirmed. Therefore, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to misaligned insertion and/or prying and leveraging the device during insertion.

Manufacturer narrative:
Additional information: g3, h3, h6. The complaint allegation is not confirmed. Upon review of the photographic evidence provided from the field for device ar-2324bcc, batch number 15325879, there is no clear indication of damage to the anchor or eyelet. The only observable detail is that the anchor has been disassembled from the device. The eyelet is not depicted in the image, making it impossible to assess its condition. Based on the available evidence, the complaint allegation cannot be confirmed. Therefore, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to misaligned insertion and/or prying and leveraging the device during insertion.